Event description:
It was reported that the user¿s charging pad for the ilet system would not power on or indicate charging despite trying different outlets and cords, consistent with a charger not charging and involving the battery charger component. Customer care provided support that included replacement logistics. Investigation of this case revealed a fracture-related problem associated with the charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.